Manufacturer narrative:
The reported field event of unexpected reset and ble telemetry issue were confirmed, but the reported event of pacing issue could not be reproduced in lab. The device was returned in one piece for analysis. The device was able to merely establish telemetry via inductive telemetry. When the telemetry switched from inductive to ble, the patient notifier went off and the device was found in bvvi. The device functionality was tested with inductive telemetry. Impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no other anomalies found. The issue was due to a hardware failure of a device component.

Event description:
It was reported that the patient presented remotely due to diaphragmatic stimulation caused by the implantable cardioverter defibrillator (ICD). Upon in-clinic interrogation, it was found that the ICD was in high output mode with backup operation and the ICD failed to be interrogated via bluetooth telemetry. A reset was performed and the ICD was restored. The ICD was later explanted and replaced. Patient condition was stable.